Event description:
It was reported that twelve hours after insertion of the intra-aortic balloon, the pump experienced "catheter check alarms", and black flecks were seen entering the gas tubing. There was also a loss in the arterial pressure waveform. The intra-aortic balloon was removed and replaced without any pt complications.